Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. Customer delivered correction boluses and injection via pen to stabilize her blood glucose level. Pump passed delivery system check.